Event description:
Coil could not be pushed out of the introducer sheath. The target vessel site was a 5mm x 6mm internal carotid artery aneurysm. Failure analysis discovered kinking and stretching damage.

Manufacturer narrative:
Located 17.0 cm off the distal tip of the green introducer, is the coil's ball tip located off the proximal end of the coil for a length of 1.0cm, the coil has severe buckling and compression damage. This damage pattern has been associated with distal interference. The coil's socket ring has been pushed distally into the proximal end of the coil. The distal diameter of the outer sheath has been compressed proximally the secondary windings off the ball tip have been damaged. Stretching was found. The coil was returned severely damaged. The evidence strongly suggests that distal interference contributed to the complaint event. The source and location of this interference cannot be determined. In addition; without the return of the unidentified microcatheter and the rotating hemostatic valve (rhv) used in the procedure; it cannot be determined if these components contributed to the complaint event. Although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter was the primary cause of the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.